Manufacturer narrative:
UDI for cylinder: (B)(4).

Event description:
It was reported that the patient had his spectra concealable penile prosthesis cylinder removed. The reason for the device was removal was not provided. The patient was implanted with another single cylinder spectra on (B)(6) 2017. No patient complications were reported in relation with this event.